Event description:
A malfunction alarm, specified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.

Event description:
A malfunction alarm, specified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the malfunction recurs.